Event description:
A peritoneal dialysis pt reported that dialysis solution was leaking out of the cassette and into the cycler. Pt had no adverse effects from the incident and was not administered antibiotics. Sample has not been returned to the MFR.

Manufacturer narrative:
The device eval has not yet been completed. A f/u report will be filed upon completion of the investigation.